Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the screen was hard to see in the darkening. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with scratches on lcd display window noted. Device passed displacement test, rewind test and self test. No missing segment noted. Device was programmed with test glucose meter. Device communicated properly and recorded the value properly from glucose meter.(B)(4).